Event description:
The nurse of a male pt contacted lifecor customer support to report that when she went to replace the battery packs this evening, the battery pack would not power up the monitor. When she removed the battery pack from the monitor, she noticed some lint on the connector. She stated that when she placed this battery pack on the battery charger it would not charge. She stated that the other battery packs seems to be functioning normally. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack had a damaged battery connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. The damaged connector on the battery pack was replaced. No adverse events resulted from the damaged battery pack. The pt rec'd a replacement battery pack.